Manufacturer narrative:
There is additional information for the event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. The facility sterile processing department (spd) has started using a borescope since (B)(6) 2020. When tears or black spots are observed on the device, the device is sent in for repairs.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device was shipped in accordance with specifications. The subject device was not repaired within the past one year. The cause of the event cannot be conclusively specified. The distal end plastic cover (c-cover) was possibly damaged due to insertion and withdrawal of endo therapy accessories while the bending section was being angulated. The steps may have been as follows: a) endo therapy accessories were inserted and withdrawn while the bending section was being angulated. B) at that time, endo therapy accessories interfered with c-cover (biopsy channel opening). C) the part of c-cover which interfered with the endo therapy accessories was damaged.

Manufacturer narrative:
The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing of the device, it was observed that the white glue at the channel opening, at the distal end plastic cover, was peeling. Other incidental observations were a slow leak at the forceps passage, some black dots and intermittent flicker of image with manipulation of the light guide tube, dent on the insertion tube, and a bump on the bending section. Evaluation is ongoing. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this event, the device had some peeling through the distal channel. There is no reported harm to any patient.